Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: "post-operative breakage of t2 alpha retro nail. The nail will be removed and replaced."

Event description:
As reported: "post-operative breakage of t2 alpha retro nail. The nail will be removed and replaced."

Manufacturer narrative:
Correction: please refer to section d9 the device was not returned. The reported event could not be confirmed since the device was not returned and no other evidence was provided for evaluation. A device inspection was not possible since the affected device was not returned. However, an x-ray was shared which was right after the surgery. No conclusions on the breakage could be derived from it. The batch record could not be reviewed because the affected device was not returned, and the lot number communicated was incorrect. No corrective actions are required at this time. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine the exact root cause of the issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "post-operative breakage of t2 alpha retro nail. The nail will be removed and replaced.".

Manufacturer narrative:
Corrections: please refer to sections d9 the device was returned and h6 (method and results codes). The reported event could be confirmed, since the device was returned for evaluation and matches the alleged issue. The device inspection revealed the following: the received nail was found to be broken at the level of the last round hole from proximal. The nature of breakage shows typical characteristics of a fatigue failure evident by presence of lines of rest on one side of the web and followed by instantaneous fracture on the other web. Slight appearance of shiny surface, mostly on the edges could be observed, further indicating towards gradual separation due to fatigue failure. These characteristics are consistent on both the proximal and distal segment of the nail. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the provided information, the nail broke around the proximal region at the level of a round hole, due to fatigue failure. The exact root cause of this failure cannot be determined until more information like patient information and post operative medical records are available for evaluation. The IFU also indicates the user that: ¿the patient should be warned that the device cannot and does not replicate a normal healthy bone, that the device can break or become damaged as a result of strenuous activity or trauma, and that the device has a finite expected service life.¿ if any additional information is provided, the investigation will be reassessed.